Event description:
It was reported the insulin pump alarmed during manual prime. Customer's blood glucose was 350 mg/dl. The drive support cap was reported loose. The device was not dropped or bumped. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.